Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump also alarmed for low reservoir volume, after which the crna discovered that the medication bag was nearly full, despite the pump indicating that 264ml of medication had been delivered. Patient complains of inadequate pain relief after manual boluses wears off. There was a patient involvement, unknown patient injury was reported.